Event description:
Had ankle surgery in 2006, the stainless steel pin the dr used broke. Causing the screw to back out and my ankle never fused back together. Had to have 2nd surgery in 2008 to remove part of pin and screw, and replace with alternative method. Stainless steel plate.